Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 550 mg/dl. The customer also reported that when the customer calibrate his sensor the blood glucose level was 300 mg/dl. The customer stated that pump will not allow for calibration when blood glucose is over 300 mg/dl declined troubleshoot for high blood glucose. The insulin pump will not be will be returned for analysis.